Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -10.0/1.0/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023 as a replacement lens to address low vault but it did not resolve the problem. Lens remains implanted. See MFR # 2023826-2023-05812 for claim against the initial lens.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Manufacturer narrative:
B5- per updated information medical or surgical intervention was not performed. Patient is stable and the doctor will continue to observe. Claim #(B)(4).